Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. Follow up information will be submitted as it becomes available.

Event description:
This is a spontaneous consumer report by a patient from (B)(6) on (B)(6) 2011 of peritonitis (suspected) manifested as abdominal pain and cloudy effluent coincident with dianeal unknown therapy. She reported that she contacted the hospital and was told to come immediately. It is unknown if the patient was hospitalized. There was no allegation of device or disposable malfunction. The physician was contacted and no further information is available.